Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a crack on the screen of the insulin pump. Customer's current blood glucose reading is 116 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with minor scratches on display window and cracked battery tube threads. No cracked lcd window noted.